Event description:
Customer stated he was hospitalized for a wound he had on his foot due to his diabetes. Customer confirmed the hospitalization was not related to any malfunction with the 530g system. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.